Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the tubing was misaligned on the pressure plate. This product problem was observed immediately after the package was opened it. The patient refrained from using the product due to concerns of under delivery of medication.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional and delivery accuracy testing. The returned device was found to meet with specifications. The reported issue was not confirmed during testing.